Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain to left groin area"), groin pain ("abdominal pain to left groin area"), dysmenorrhoea ("dysmenorrhea / cramp with large clot") and menstrual disorder ("cramp with large clot"). The patient was treated with surgery ((B)(6) 2016, hysteroscopy & novasure endometrial ablation). At the time of the report, the vaginal haemorrhage, abdominal pain, groin pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, groin pain, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-each side as per the manufacturer guidelines with three coils approximately after deployment. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain to left groin area"), groin pain ("abdominal pain to left groin area"), dysmenorrhoea ("dysmenorrhea / cramp with large clot") and menstrual disorder ("cramp with large clot"). The patient was treated with surgery ((B)(6) 2016, hysteroscopy & novasure endometrial ablation). At the time of the report, the vaginal haemorrhage, abdominal pain, groin pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, groin pain, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-each side as per the manufacturer guidelines with three coils approximately after deployment. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case category changed to serious incident. Surgery "(B)(6) 2016, hysteroscopy & novasure endometrial ablation" added to event "vaginal bleeding". Concomitant drug, rcc and reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.